Event description:
The user's hearing performance with the device is affected after an accident. The user reportedly fell on the ground, however the user's parents pointed out that the user did not hit her head on the ground. Due to the fall the user's audio processor was damaged and there was no hearing sensation with the device afterwards.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected after an accident. The user reportedly fell on the ground, however the user's parents pointed out that the user did not hit her head on the ground. Due to the fall the user's audio processor was damaged and there was no hearing sensation with the device afterwards. The user had good benefit with the device before this event.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.